Event description:
During follow-up, increased high voltage lead impedance and capture threshold were observed on the right ventricular (rv) lead. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.